Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed. The customer mentioned that the station self booted last night and that many drawers cannot be opened. Later the customer was power cycle the station. They attempted to recover storage space but reported receiving a smart remote manager failure during the recovery process. The customer also mentioned that the station and the fridge were currently not connected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed, and station went self booting and a lot of drawers could not be open. A technical support specialist (tss) advised the user to turn the station off and back on and for a attempt to recover storage space; however, the user reported a smart remote manager (srm) failure when trying to perform the recovery. The user also mentioned that the station and the fridge were not currently connected. Then tss proceed to dispatch field service engineer (fse). Fse advice customer that no remote manager was present in station so failure icon could not be cleared due to missing remote manager and customer acknowledged and confirmed that there were no issues with the device. The system functioned as intended after the technical support specialist and field service engineer investigated the issue.